Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a young male patient, the device failed to discharge via electrode pads. Complainant indicated that the clinician re-attached the pads to the patient and successfully shocked the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.